Event description:
Pt reported via maude event report, he had mesh implanted to treat an incisional hernia in 2005. Pt reported that the mesh was explanted in 2008 due to the mesh being balled up into a heap of scar tissue and that his falciform ligament was going into part of the balled up mesh so the ligament had to be divided, and cut out of the mesh. The pt also reported the defect size inside of his abdomen to be 14 cm in length and 6 cm in width.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval, or additional info becomes available.